Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple episodes of hvr. Review of the episodes revealed noise on the ventricular channel. Av delays were small and vs events were noted. Possible rv lead dislodgement was suspected near the hear valve. The noise was likely a result of the heart valve closing on the lead's electrode. The x-ray did not reveal lead dislodgement. The issue was cause by sensitivity issue. Programming changes were made. The patient did not experience any symptoms.